Manufacturer narrative:
The customer reported that recently, the unit shuts off by itself without warning. Technical service (ts) spoke with biomed and was informed that the cause of the device shutting off was that the unit was operating on battery supply and the battery had been depleted. The customer charged the battery and ran the unit with simulated data with no error message. Staff that called in the issue may not have been aware that the unit was not plugged into wall outlet. There was no patient injury reported. The issue has been resolved. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that recently, the bedside monitor (bsm) unit shuts off by itself without warning.